Event description:
It was reported that 7 bd phaseal¿ IV bag/line access devices experienced flow issues. The following information was provided by the initial reporter: air in the system. We have had a big problem with the new infusion sets from in combination with phaseal's adapter for antibiotic mixing the last few days. When using these two together, the entire drip chamber fills with air and spreads out into the drip line. We have had no problems with air intake when the unit is used alone for infusions. It is an automatic self-regulating valve on the units that should only be open for infusions from a glass bottle. We have of course tried both with the valve open and closed but with the same result.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-feb-2023. H6: investigation summary: ten unused samples were provided to our quality team for investigation. The products were visually inspected, there was no damage or other defects observed on any of the infusion adapters. A device history review was performed for reported lot 2202222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the product is free from damage and all critical dimensions are within specification. All returned samples underwent these evaluations and product was verified to meet required specification, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that 7 bd phaseal¿ IV bag/line access devices experienced flow issues. The following information was provided by the initial reporter: air in the system. We have had a big problem with the new infusion sets from in combination with phaseal's adapter for antibiotic mixing the last few days. When using these two together, the entire drip chamber fills with air and spreads out into the drip line. We have had no problems with air intake when the unit is used alone for infusions. It is an automatic self-regulating valve on the units that should only be open for infusions from a glass bottle. We have of course tried both with the valve open and closed but with the same result.